Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. Service evaluation found a constant downstream occlusion alarm. The cause was identified to be a failed force sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device, it experienced a constant downstream occlusion alarm. No additional information is available.